Event description:
It was reported that the patient was "symptomatic" and presented to the clinic. T-wave oversensing was noted, and the patient had received inappropriate therapy. The device was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received, as reported by a competitor. If additional relevant information is received, a supplemental report will be submitted.